Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the peritoneal dialysis (pd) transfer set leaked. The leak was observed between the twist clamp and the main body (light blue). This occurred during use of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was provided for evaluation identified as product code 5c4482 based on tubing length measurement. A visual inspection with the naked eye observed one of the occluder feet was broken. The broken occluder foot is the cause of the leak, fluid flow through the set. The reported condition was verified. The cause of the condition was undetermined; however, a possible cause is exposure to chemical agents such as hydrogen peroxide, alcohol or bleach could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.